Event description:
It was reported that this implantable cardioverter defibrillator (ICD) patient received a shock over the weekend, and the health care professional (hcp) wanted to known if the shock was for atrial fibrillation (af) with rapid ventricular response (rvr). It was noted the patient has experienced inappropriate shocks for af with rvr in the past. Boston scientific technical services (ts) was unable to review the episode as the patient is not enrolled in the remote monitoring system. The local area field representative was contacted for additional information, however, at this time no further information is available. This ICD remains in service. No adverse patient effects were reported.